Manufacturer narrative:
To date the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated the blocker in locking cap from the screw assembly separated and broke during surgery while in use, no harm to the patient, no adverse event to report. The post operative x-rays were negative for any foreign bodies.